Manufacturer narrative:
Initial reporter address:(B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak in gap between the female connector of a peritoneal dialysis (pd) transfer set and the connected minicap. The leak was observed during use of the device for pd therapy. To resolve this issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5 add: on an unreported date, the patient was hospitalized to exchange the transfer set (remove the statement there was no report of medical intervention as reported in the initial). Update made to d4: lot #: h22c16038 (previously submitted as asku); update made to d4: expiration date: 03/16/2027 (previously submitted as ni); update made to d4: unique identifier (UDI) #: (B)(4) (previously submitted as ni); update made to h4: device manufacture date: 03/16/2022 (previously submitted as ni). H10: the sample was received for evaluation with a minicap attached to the female connector of the transfer set. A visual inspection with the naked eye and magnification noted a damaged female connector. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing was performed using the returned minicap and also with an in-lab minicap and the results failed on both due to a leak beneath each minicap; the leak was caused by the damaged female connector. The reported condition was verified. The cause of the condition was due to a manufacturing related issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.